Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A physician reported that three patients presented with cystoid macular edema post laser assisted cataract surgery. Additional information has been requested. There are three related reports for this event. This report addresses patient 3, other manufacturer reports will be filed for the other patients.